Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "low glucose readings led to real medical complications and false alarms while sleeping. I experienced anxiety and irritability. My blood glucose is normal when checked with a finger-stick. The first 12-24 hours after applying the new sensor was less accurate. I ate and drank so much until I started vomiting losing fluids which caused dehydration. I experienced overconsumption of sugar or carbohydrates which caused frustration, anxiety, and alarm fatigue. Frustration: repeated low glucose alerts that do not correlate with finger-stick glucose measurements or physical symptoms caused: emotional distress and frustration, reduced confidence in cgm accuracy, difficulty making appropriate treatment decisions. The anxiety ongoing exposure to low glucose alarms increased; my fear of hypoglycemia, especially overnight, hypervigilance and stress related to glucose monitoring. The sleep disruption, contribution to my daytime fatigue and impaired concentration. The alarm fatigue occurred when frequent alerts desensitized me led to: delayed or ignored alarms, increased risk of missing a true hypoglycemic event, and reduced adherence to cgm use or alarm settings. When using the confirmed csm low readings there were discrepancies between cgm and finger-stick values suggest sensor-related inaccuracies. The frequent low glucose alerts from continuous glucose monitoring have contributed to frustration, anxiety, and alarm fatigue. These alerts were not consistently supported by confirmatory finger-stick glucose suggesting sensor-related low readings rather than persistent true hypoglycemia." It is unknown whether the customer noted a trend arrow on the device. There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "low glucose readings led to real medical complications and false alarms while sleeping. I experienced anxiety and irritability. My blood glucose is normal when checked with a finger-stick. The first 12-24 hours after applying the new sensor was less accurate. I ate and drank so much until I started vomiting losing fluids which caused dehydration. I experienced overconsumption of sugar or carbohydrates which caused frustration, anxiety, and alarm fatigue. Frustration: repeated low glucose alerts that do not correlate with finger-stick glucose measurements or physical symptoms caused: emotional distress and frustration, reduced confidence in cgm accuracy, difficulty making appropriate treatment decisions. The anxiety ongoing exposure to low glucose alarms increased; my fear of hypoglycemia, especially overnight, hypervigilance and stress related to glucose monitoring. The sleep disruption, contribution to my daytime fatigue and impaired concentration. The alarm fatigue occurred when frequent alerts desensitized me led to: delayed or ignored alarms, increased risk of missing a true hypoglycemic event, and reduced adherence to cgm use or alarm settings. When using the confirmed csm low readings there were discrepancies between cgm and finger-stick values suggest sensor-related inaccuracies. The frequent low glucose alerts from continuous glucose monitoring have contributed to frustration, anxiety, and alarm fatigue. These alerts were not consistently supported by confirmatory finger-stick glucose suggesting sensor-related low readings rather than persistent true hypoglycemia." It is unknown whether the customer noted a trend arrow on the device. There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or on-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "low glucose readings led to real medical complications and false alarms while sleeping. I experienced anxiety and irritability. My blood glucose is normal when checked with a finger-stick. The first 12-24 hours after applying the new sensor was less accurate. I ate and drank so much until I started vomiting losing fluids which caused dehydration. I experienced overconsumption of sugar or carbohydrates which caused frustration, anxiety, and alarm fatigue. Frustration: repeated low glucose alerts that do not correlate with finger-stick glucose measurements or physical symptoms caused: emotional distress and frustration, reduced confidence in cgm accuracy, difficulty making appropriate treatment decisions. The anxiety ongoing exposure to low glucose alarms increased; my fear of hypoglycemia, especially overnight, hypervigilance and stress related to glucose monitoring. The sleep disruption, contribution to my daytime fatigue and impaired concentration. The alarm fatigue occurred when frequent alerts desensitized me led to: delayed or ignored alarms, increased risk of missing a true hypoglycemic event, and reduced adherence to cgm use or alarm settings. When using the confirmed csm low readings there were discrepancies between cgm and finger-stick values suggest sensor-related inaccuracies. The frequent low glucose alerts from continuous glucose monitoring have contributed to frustration, anxiety, and alarm fatigue. These alerts were not consistently supported by confirmatory finger-stick glucose suggesting sensor-related low readings rather than persistent true hypoglycemia." It is unknown whether the customer noted a trend arrow on the device. There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "low glucose readings led to real medical complications and false alarms while sleeping. I experienced anxiety and irritability. My blood glucose is normal when checked with a finger-stick. The first 12-24 hours after applying the new sensor was less accurate. I ate and drank so much until I started vomiting losing fluids which caused dehydration. I experienced overconsumption of sugar or carbohydrates which caused frustration, anxiety, and alarm fatigue. Frustration: repeated low glucose alerts that do not correlate with finger-stick glucose measurements or physical symptoms caused: emotional distress and frustration, reduced confidence in cgm accuracy, difficulty making appropriate treatment decisions. The anxiety ongoing exposure to low glucose alarms increased; my fear of hypoglycemia, especially overnight, hypervigilance and stress related to glucose monitoring. The sleep disruption, contribution to my daytime fatigue and impaired concentration. The alarm fatigue occurred when frequent alerts desensitized me led to: delayed or ignored alarms, increased risk of missing a true hypoglycemic event, and reduced adherence to cgm use or alarm settings. When using the confirmed csm low readings there were discrepancies between cgm and finger-stick values suggest sensor-related inaccuracies. The frequent low glucose alerts from continuous glucose monitoring have contributed to frustration, anxiety, and alarm fatigue. These alerts were not consistently supported by confirmatory finger-stick glucose suggesting sensor-related low readings rather than persistent true hypoglycemia." It is unknown whether the customer noted a trend arrow on the device. There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.